Manufacturer narrative:
Plates met specifications: no issues were found in the design or production steps. Bone did not heal due to patient condition.

Event description:
Mandible plates broke after 6 months and were replaced during revision surgery.